Event description:
It was reported that the patient had not had relief of her pain prior to getting the implantable neurostimulator (ins) except by maybe 15%. The patient had asked the manufacturer¿s representative (rep) if she thought she was receiving all the benefit she possibly could from the ins which she felt she was but would come to the patient¿s next appointment sometime in february. The patient stated she hadn¿t found it to be working as well as she was told, and had to keep it charged ¾ to 100% to get the benefits from it. She did get some benefit from it and it allowed her to have a little less pain (approximately a 15% reduction). The patient reported that her doctor told her to get whatever she could and get as much relief as she could regardless if it did the full thing. It was noted that she did not receive 50% or greater benefit during the trial or now. The patient further reported that she was in aquatherapy a nd when the machine got low her legs started burning and her back was bothering her more than usual. The aquatherapy usually helped but last time it didn¿t help and it was hurting and she had to come and charge the battery and lay down. It was noted that over (B)(6) she had trouble standing to cook which she spread out over a two day time span. After cooking that meal which she thought was extensive she wasn¿t able to stand for five days stating that was how long it took to heal. When she noticed her legs were bothering her that morning, she used to have phlebitis, she put on some support hose and they didn¿t help at all during (B)(6). Then around (B)(6) time she ran out of her medication and had to wait from (B)(6) until the following friday in bed with pain using a pillow proper up with her back to try and alleviate the pain she had while lying in bed. The patient had seen her physician on (B)(6) regarding follow-up of her stimulation device and therapy which she took her mother to because her memory wasn¿t that good. The patient had four epidurals done prior to receiving the ins to see if that would help stop the pain. After that the patient was sent to another physician to see where the nerve damage was and underwent a psych. Test. After that the patient was referred to the physician who put her ins in. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled to be seen on (B)(6) at the pain management doctor¿s office but then rescheduled her appointment to (B)(6). The manufacturer¿s representative (rep) reported that the patient told her she was unable to determine if she ever received 50% or greater relief, although, she did say that her worst day on a scale of 0-10 was a 9 and her best day was a 2. Then she stated she got no relief. When asked if the cause of the event was determined or if it was device related the rep. Reported ¿none reportable.¿ reprogramming for the patient had occurred on (B)(6) 2015 as well as (B)(6) 2014 and (B)(6) 2013. Impedances were checked and all were within normal limits. The patient was having a hard time due to weather and was meeting with their physician on (B)(6) to discuss a pump. She was also trying hd program. The patient stated she had a hard time with her memory and determining her pain relief. The patient was asked to keep a journal until her appointment with her physician to assist in determining her pain relief.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).